Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported a small hole in the reservoir and inflation issues is confirmed as analysis identified fatigue and warn at the corner and a hole resulting in fluid loss. It is probable that the fluid leak from the hole caused the inflation issue. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified fatigue and worn at the corner of a fold and a hole was identified in the reservoir. The reservoir was functionally tested and identified the hole was causing the fluid leak. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on analysis result and information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a small hole in the reservoir at the hub where the reservoir and tubing meet. The physician attempted to cycle the device but the device would not inflate. The ipp reservoir was explanted and replaced with a new ipp reservoir. There was no issues to report regarding the patient status.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to a small hole in the reservoir at the hub where the reservoir and tubing meet. The physician attempted to cycle the device but the device would not inflate. The ipp reservoir was explanted and replaced with a new ipp reservoir. There was no issues to report regarding the patient status.